Manufacturer narrative:
Device evaluation: d9, g3, g6, h2, h3, h6 and h10 result of investigation: vyaire medical was not able to duplicate the reported issue during functional check. Found all three screw p/n 18628-001 to be loose causing the bracket motor assembly p/n 10107-001 that may contributed to the reported problem. As a resolution, properly torqued screws then installed part to known good lap top ventilator assembly. Unit was powered into service mode and performed leak test. Leak test and step test passed. Flow valve calibration (vhome trim) successfully calibrated 223 and volume operation test passed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the flow valve assembly from a 30k pm kit for the ltv experienced high flow delivery. There was no information regarding patient involvement.